Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the stopper popoff was determined to be excessive lubricant applied to the stoppers.

Event description:
It was reported that the bd vacutainer® sst¿ tubes bd hemogard¿/gold stopper was popping off the tube. No serious injury or medical interventions. No mucous membrane exposure reported.

Manufacturer narrative:
Correction: date of event: unknown. Date of event: 05/10/2017.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The actual date of event is unknown. The date received by manufacturer has been used for this field. 05/10/2016.